Event description:
Patient presented back to the physician with ongoing fluids and infection. Physician brought the patient into the or and removed the entire inspire system. This resolved the issue.

Event description:
Patient presented to the physician with pocket fluid and warmth over the ipg site. Physician cultured and tested fluid which was found to have staph and elevated white blood cell count. Physician prescribed antibiotic for 2 weeks.